Event description:
The manufacturer became aware of an allegation of recert - dreamstation auto CPAP that the patient alleging nose irritation, respiratory tract irritation, asthma (new or worsening), lung disease and chronic sinus issues. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.